Manufacturer narrative:
After investigation, corindus has repaired this unit during normal service activities.

Event description:
During standard service of the articulated arm, it was discovered that the pivot 1 joint was loose and beyond the adjustment range. No patient involvement was reported. Failure of the arm to hold position has the potential to result in unintended motion of the interventional devices if used on a patient.